Manufacturer narrative:
The reported defective device has been returned to the MFR and an investigation into the root cause for incident is currently in progress. The results of the investigation will be sent via a f/u medwatch. (B)(4).

Event description:
As reported by the end user on (B)(6) 2011, while performing an angiographic procedure, a pta balloon burst at approx 12 atms. The balloon was successfully removed from the pt without incident and the procedure was successfully completed without further complications. No further medical intervention was required and there was no harm to the pt due to this incident.